Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the device had a recurring hardware low level alarm. The device also had an audio anomaly. The customer¿s blood glucose during the incident was 370 mg/dl. A self test was performed twice and the alarm recurred each time. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor test and occlusion test. Adjusted the audio options audio volume 1-5 and verified audio tone does not adjust accordingly. Pump error 63 alarm noted during self test and confirmed in device history due to broken trace at pin on keypad assembly.

Manufacturer narrative:
The information provided with initial report was incorrect. The correct information has been provided in this report.

Event description:
A self test was performed three times and the hardware low level failure alarm recurred each time.